Manufacturer narrative:
(B)(4).

Event description:
The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5208364) being used with the receiver was returned for evaluation on (B)(6) 2016. The device was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The retdevice was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was downloaded and, upon review, confirmed the reported event of inaccuracies. A root cause could not be determined. Additionally, data was received from the patient. A review of the data log also confirmed the customer complaint.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the patient was using the device while pregnant. The dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.